Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# v931557, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer reported that the device never worked. They tried reprogramming it several times. The patient was just going to wait for it to die and then not do anything with it. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.